Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of air/water leakage was confirmed due to a pinhole on bending section cover. The device evaluation found the reportable malfunction identified in b5, adhesive around objective lens was peeled. The following non-reportable findings were found during evaluation: water tightness was lost due to a pinhole on bending section cover, adhesive on bending section cover had a chip, protector of universal cord on suction connector side had a scratch, protector of the video cable section had a scratch, and bending angle in up direction does not meet the standard value due to wear of angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex deflectable videoscope had air/water leakage. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: adhesive around objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective event "glue of the objective lens was peeled off" was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.